Manufacturer narrative:
The manufacturer location was documented as (B)(6) in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. It was determined that the device passed all tests. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a tarsometatarsal (tmt) surgical procedure, it was observed that the small battery drive device became hot and lost power while in use with the battery device. According to the report, the battery device was checked with another device but was not the cause of the problem. It was further reported that there was no visual damage to the device prior to use. There was a ten minute delay to the planned surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The patient outcome was satisfactory. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.